Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 3004209178-2014-80122.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The caller stated that the customer experienced vomiting, difficulty breathing, weight loss, dehydration, fatigue, drowsiness, and was disoriented. Troubleshooting was performed, and the programming was correct except for the time and date. Assisted with correct time and date programming. The insulin pump passed the prime and high pressure tests. The caller stated that she checked the reservoir, and found that it was empty, and feels that insulin leaked out. Advised to change the entire infusion set. Nothing further was reported.